Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 14-may-2024, it was reported that the patient inserted the infusion set few days ago, but it came off next day at abdomen and patient stated that the tape was not sticking. The product was in use for one day. No further information available.